Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded at the operating room.

Event description:
It was reported that the patient was experiencing soreness in his mandible, so the doctor decided to remove the plate. Upon plate removal surgery, it was discovered that the plate was broken. No additional plating was needed.